Event description:
Initial info received: the dr claims that the graft, implanted in a heparinized pt for an ascending aortic aneurysm repair, leaked through its walls for approx 12-hours while the pt was on a cardio-bypass pump. The dr elected to allow the bleeding to stop on its own [the graft was left in]. The procedure outcome was fine. The pt's condition was okay. The exact quantity of blood that leaked from the graft is unk and unattainable. On 10/19/1999, co learned that "the quantity of blood lost through graft was too much to quantify, it just poured through." To stop the bleeding, the hemashield graft was removed from the pt and a gelweave graft was put in its place. The procedure was an ascending aortic aneurysm repair and aortic arch repair, with aortic valve repair. The pt is now fine. The graft was not left in. Updated description of the incident: the dr was performing an ascending aorta and arch repair for a pt with a thoracic aortic aneruysm. At the same time, he was replacing the aortic valve. He described this as a "complex" case. The procedure was done under deep hypothermia which is typical for these cases. The pt was given aprotinin and a full dose of heparin, which is the dr's usual medical treatment for these cases. The graft bled through its walls so much that he could not distinguish where the blood was coming from. He removed the hemashield graft and replaced it with a gelweave graft which achieved hemostasis with no problem. For this reason he does not attribute the blood loss to a coagulopathy or to surgical technique.